Manufacturer narrative:
Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to perform the fill tubing sequence when loading on new pump supplies onto the pump resulting in air being delivering instead of insulin. Customer's blood glucose (bg) was 180 mg/dl. Reportedly, customer performed fill tubing sequence and resumed insulin delivery.